Event description:
It was reported that the insulin pump alarmed unexpected restart during normal use. It was stated that the device was not stored for an extended period of time. Blood glucose value was 168 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the self-test, excessive no delivery error test and displacement tests. No unexpected alarms were noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, reservoir tube lip and battery tube threads.